Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported the hole, fluid loss, and mechanical issue was unable to be confirmed through analysis. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination of the pump identified the kink resistant tubing (krt) was worn to the filament. The pump performed within all functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working two weeks prior to the revision procedure. During the revision procedure the physician observed fluid leak due to a crack in the pump connector. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working two weeks prior to the revision procedure. During the revision procedure the physician observed fluid leak due to a crack in the pump connector. The ipp pump was explanted and replaced with a new ipp pump with no clinical consequences to the patient.